Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the patient's scs ipg was explanted and replaced with a different model ipg. Effective stimulation was reportedly restored postoperative.

Event description:
It was reported the patient's scs ipg does not communicate with external devices and a communication error is displayed. Additional troubleshooting of the patient's system confirmed the patient's ipg is inoperable. The patient will meet with her implanting physician regarding possible surgical intervention to address the issue.

Manufacturer narrative:
Results: the complaint for inoperable ipg was confirmed. The ipg would not communicate due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg passed all tests. Per event details, the patient last used stimulation about one month ago, and last recharged the ipg about 2 months ago. According to the eon mini dfu review, there is adequate information for preserving the ipg when not in use. The dfu states ¿do not let an ipg battery remain depleted for an extended period of time. If a depleted battery is not recharged within 30 to 90 days of its full discharge, the charger may not be able to recharge it; and it will have to be surgically replaced to resume therapy.¿ sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.